Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "erbe had an activation fault u02". Logs showed recurring error u02. During testing, the iesu displayed error code u02 on start and log showed c00. The iesu will be returned to the original equipment manufacturer. Probable root cause is attributed to defective generator.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe had an activation fault. The customer hard power cycled the vision tower, so no logs were available. But tse could see a u-02 fault in the log two days ago. The customer also did an erbe power cycle, and the fault went away. They were proceeding with setup for the case. Site called back to report the fault returned. Site used force triad generator to proceed with the procedure. The procedure was completed with no reported injury.